Event description:
Recieved letter from insurance company alleging a customer was injured when the loaner scooter malfunctioned. The user sustained a fractured hip.

Manufacturer narrative:
Several attempts to reach plantiff and/or counsel were unsuccessful. Device was not made available for evaluation.

Event description:
Letter received from insurance company alleges, the customer was injured when the loaner scooter malfunctioned. The user sustained a fractured hip.

Manufacturer narrative:
Method: device eval anticipated, but not yet begun. Conclusion: a f/u report will be submitted upon completion of investigation.